Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case.  Please reference related manufacturer report no: 2015691-2019-00666.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. The device is to be returned for evaluation. Investigation is underway.

Event description:
As reported by an edwards lifesciences field clinical specialist, regarding an aortic transfemoral case with a 23mm sapien 3 valve, after a high implant on the first deployed valve yielded severe to moderate paravalvular leak (pvl) post dilation was performed without resolution of pvl. A valve in valve procedure was then attempted using a second 23mm sapien 3 valve and 2nd 23mmm commander delivery system. During valve alignment the valve became ¿deformed¿ and it was deemed unsafe to proceed. Upon trying to retrieve the valve into the sheath the valve was stripped almost off the system and the valve needed to be deployed in the thoracic aorta. A third 23mm sapien 3 valve and delivery system was prepped and implant within the first valve in the aortic position with mild pvl.

Manufacturer narrative:
The delivery system was returned after being used in the procedure. Visual inspection determined that there was gouges on flex tip face and slight compression of flex tip at bond to flex shaft. Due to the nature of the complaint, no dimensional analysis was performed. During pre-decontamination, the delivery system was tested for functionality and the balloon shaft was pulled successfully to the valve alignment marker. The handle was able to lock and hold the balloon shaft in place, and the full length of the fine adjustment was able to be used. During post-decontamination, the delivery system was tested for functionality after decontamination and the balloon shaft was pulled successfully to the valve alignment marker. The handle was able to lock and hold the balloon shaft in place, and the full length of the fine adjustment was able to be used. Lockout/collet engagement force was measured to ensure the locking mechanism meets specification. The balloon shaft was pulled without any slipping observed at greater than the minimum requirement. Imagery was provided for review. The imagery shows the second valve fully aligned, with a bent strut visible on the valve. As such, the reported event for difficulty with valve alignment was confirmed. Later imagery shows the crimped valve over the distal tip of the delivery system. This matches the reported event that the ¿valve was stripped almost off the system¿ and confirms the event for withdrawal difficulty with the valve through the sheath. The device history review (DHR) was performed and these work orders did not reveal any manufacturing non-conformance's that could have contributed to the complaint events. A lot history review was performed and revealed no other complaints relating to the reported events. A review of complaint data revealed that the complaint rate did not exceed the control limits for reported events. Instructions for use (IFU) and training records were reviewed and no deficiencies were identified. During manufacturing, the device and its components were inspected/tested a number of times visually and functionally. These inspections support that it is unlikely that a manufacturing non-conformance contributed to the reported complaint. No manufacturing non-conformance's were identified during evaluation; therefore, an fmea assessment is not required. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time.  The reported events were confirmed by imagery review. No potential manufacturing non-conformance's were identified. A review of manufacturing mitigation's supported that the device has proper inspections in place to detect issues related to the reported event. Based on the applicable DHR review, lot history review, and complaint history review, there is no evidence to support a manufacturing non-conformance contributed to the complaint. No IFU/training material deficiencies were identified. Imagery review revealed that a valve strut was bent. It is not known whether this damage occurred during valve alignment or prior, since no imagery was provided for the events prior to valve alignment being fully completed. If the valve strut bent during alignment, it would have been due to high valve alignment forces. Performing valve alignment at a bend or angle (such as in a non-straight section of the aorta) can cause the thv to unseat (non-coaxial placement of valve in relation to the flex tip) from the flex tip during alignment and ¿dive¿ into the lumen of the flex tip, where part of the crimped valve slides into the flex tip lumen. If the thv is unseated during alignment, it can result in higher than usual valve alignment forces, and can create tension in the system in order to achieve final alignment position. Under simulated conditions (simulated tortuous anatomy), a previously performed engineering study was able to recreate high valve alignment forces. The flex tip gouges noted during visual inspection, may suggest that valve diving occurred. However, no imagery of the valve alignment process was provided and a root cause was unable to be definitively determined. The bent strut increased the profile of the valve and likely caught on the sheath tip during device retrieval, leading to the reported withdrawal difficulty. A definite root cause was unable to be determined at this time, but it is possible that patient factors (tortuosity) and procedural factors (withdrawal of valve with bent strut) contributed to the reported events. As no manufacturing non-conformance's were identified and the complaint rates did not exceed the respective control limits, no corrective or preventative action is required. Since no product non-conformance or IFU/training deficiencies were identified during evaluation, a product risk assessment escalation.